Manufacturer narrative:
The cartridge instructions for use state: replace the cartridge every 48 hours if using humalog; 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer¿s blood glucose (bg) was 329 mg/dl. A bolus was delivered and insulin injection administered to address bg. Pump system check was performed and air bubbles were identified. Reportedly, humalog was used in the cartridge for longer than the labeled 48 hours. Contact acknowledged the information.